Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that backflow occurred during use of a clearlink secondary medication set. This occurred during infusion in the intensive care unit (ICU). The reporter stated that the ¿secondary tubing infused into the primary bag while primary bag was hanging lower¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.